Manufacturer narrative:
Sections with additional information as of 15-apr-2026: h3: was the device evaluated by the manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and defect found on returned meter - battery problem. Root cause: rc-076: mishandled by the end user.

Event description:
Consumer reported complaint for dead meter. Per the customer the battery had been changed just the other day. The customer is using the correct battery in the correct orientation for the meter. During the call the meter did not power on using the power button or when a test strip was inserted. The customer reported feeling fatigued; medical attention was not needed at the time of the call. Per customer, the product is not stored according to specification (bathroom). The test strip lot manufacturer¿s expiration date is 12/31/2026 and the open vial date was not provided.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to symptoms related to diabetes: fatigue. Test strips were not returned for evaluation. Meter was returned- evaluation in process. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-041: dead battery. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and the replacement products resolved the initial concern - unable to establish contact with customer at this time.